Event description:
Intl customer reported that a pt developed a hernia approx 1.5 yrs following a previous incisional hernia repair. Surgical repair appears indicated however, no surgical intervention is planned at this time due to the pts' unspecified high surgical risk factors. The causal relationship of the event to the device cannot be determined.

Manufacturer narrative:
Conclusion: a review of the batch mfg records was conducted. This review did not identify any non-conformances and the batch met all finished goods release criteria. No conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.